Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse checked the valves that were replaced by the customer yesterday, retention times dropped, but chromatograms were not acceptable. The fse replaced the plunger seal and ptfe seal, also adjusted the flow rate. Bent the needle during the troubleshooting process, and the fse replaced the needle. The fse also replaced all buffers and wash and replaced the pump. The pressure is good, chromatograms are looking good now. Calibration successful, qc in range, precision good. The g8 analyzer was functioning as intended with all issues cleared. No further action required by field service. The most probable cause of the reported event was mechanical failure of pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported high retension times with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.